Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture, and the patient experienced intermittent diaphragmatic stimulation. It was suspected that the rv lead had dislodged into the patient's atrium. It was noted that the lead was to be repositioned later that day. The patient was not pacemaker dependant, thus no adverse patient effects were reported. Additional information was provided that a revision procedure was performed. During the procedure, it was noted that the helix mechanism would no longer operate appropriately, thus the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned. A setscrew mark was noted on the terminal pin and ring. The helix was retracted and dried blood was noted in the helix housing and between the helix housing and the distal ring. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. The lead did not pass the helix mechanism testing, noted to be most likely due to dried blood in the mechanism. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of loss of capture and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
The lead was later returned for analysis.